Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the air/water tube, cylinder and in the adhesive around the light guide lens. Additionally, residual fluid was found in the distal end . There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the air/water tube and cylinder, light guide lens and residual liquid in the distal end. The additional evaluation findings are as follows: the grip was shaved, the switch box had a scratch, the plug unit was damaged, the distal end was shaved, and the adhesive around the light guide lens had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if there was deviation from the instructions for use (IFU) on reprocessing steps for the air water aw-channel, aw-cylinder, light guide (lg) lens or the distal end. The foreign material could not be identified. Therefore, a root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.